Manufacturer narrative:
Stryker evaluated the device and could not duplicate or verify the issue. No problem was found with the device. Review of device files from the event date show the user did not place the device into sync mode prior to shock delivery. The cause of the issue was determined to be user error. In addition, the device files from the event date appear to be a simulator, not a patient event. Clarification on patient involvement/details were sent to the customer and no response was received. Proper device operation was observed through functional and performance testing and the device was returned to the customer for service.

Event description:
The customer contacted stryker to report that their device shocked at the wrong time. In this state the device may not be able to deliver appropriate defibrillation energy. The customer reported a patient was involved; however, there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device shocked at the wrong time. In this state the device may not be able to deliver appropriate defibrillation energy. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
The device was returned to stryker for evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.